Manufacturer narrative:
Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2023 product type catheter. H3- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6- correction: device code: a1402 is not applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork and it was reported there were variable residual volumes and they would like analysis to assess for: device over/under infusion due to variable residual volume, coring needle access of pump reservoir due to concern of patient accessing the pump, and damage to inner pump tubing due to gears pressing on empty tubing due to an empty reservoir. It was also reported they were unable to aspirate medication due to the pump being empty and 6.2 mls was expected on interrogation. Dye study failed due to pump being empty. No withdrawal symptoms were noted. It was noted there was no patient injury and the patient recovered without sequela. The pump was filled with saline on (B)(6) 2023. The patient was previously on hydromorphone 17.8 mg/ml at 3.199 mg/day, bupivacaine 17.8 mg/ml at 3.199 mg/day, and fentanyl 2,000 mcg/ml at 359.4 mcg/day via the implanted pump.

Event description:
Information was received from healthcare provider (hcp) via a company representative, regarding a patient receiving intrathecal hydromorphone 17.8 mg/ml, bupivacaine 17.8 mg/ml, fentanyl mcg/ml at unknown doses. Via an implantable pump for non-malignant pain. It was reported by the healthcare provider and company rep, that there was volume discrepancy with the patient's pump. The patient was in for refill today, the expected residual volume was 6 ml and the actual was 0. The company representative (rep) stated, that it "appears there was some tampering" with the pump and patient had been suspected of accessing the pump and was suspected of script forging too. The company rep also stated, that discrepancy with this pump was first noted, at refill last (B)(6), where the erv was 8.2 ml and they got back 3 ml. And on (B)(6) 2022, the erv was 8.9 and they got back 3 refills after that until (B)(6) 2023. The volumes were very close to expected. At fill last month the erv was 4.8 ml and they got back 14. The company rep stated, that pump logs do not show anything unusual. Technical services reviewed, considerations around volume discrepancies. The company rep mentioned, that all of patient's history is well documented and "he's in oracle psr". The issue was not resolved through troubleshooting. The company rep stated, that she would discuss next steps with the healthcare provider. Additional information was received on (B)(6) 2023, from a company representative, reporting that the patient was filled with pf normal saline. And plan for pump explant on monday (B)(6) 2023. Additional information received on (B)(6) 2023 from the healthcare provider, via a clinical study indicated, that there was evidence of tampering, due to there being significant scarring around the pump. It was also reported, that there was a failed dye study. And could not aspirate medication. Weight was reported as 177 lbs. Additional information from the healthcare provider on (B)(6) 2023, indicated they are sending the pump and a portion of catheter back to mdt analysis post explant. The hcp stated, he would like the analysis expedited. Concerns with over-infusion and damage to the external surface of the pump.

Manufacturer narrative:
Concomitant medical products: product ID: neu unknown cath, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. The pump was returned for analysis and identified c450/mdd pump/fluid path/significant damage to reservoir septum while implante d/septum is not leakin the 8596sc catheter was returned for analysis and identified no significant anomaly. The 8598a catheter was returned for analysis and identified no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.